Manufacturer narrative:
The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device status is unknown. The device remains implanted.

Manufacturer narrative:
Clarification to h.6.: f1903 was included in error on the previous report. It has not been confirmed if the device has been explanted.

Event description:
Explanting physician reported rupture. The device status is unknown. The device remains implanted.